Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: see scanned table.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Test #1, test#2, test#3 and test#4 are with confident limits. No investigation is needed at this time.